Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical review of the returned instrument identified -06 component (retaining tabs) broken on one side near the base of the component. The location of the breakage and age of the product, (based upon lot code information), suggests failure due to normal use of the instrument. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery, the set screws will not stay attached to the driver so it needs to be replaced. Set screws were broken off according to normal technique and the top portion fell off and was taken from surgical site with forceps but should normally stay attached to driver. There were no fragments left in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.